Event description:
On (B)(6) 2010, a resident physician attempted to place a dialysis catheter for initiation of continuous renal replacement therapy for metabolic and volume clearance. The resident physician encountered resistance when attempting to remove the guidewire, but when retrieved, the catheter tip appeared intact. A "metallic foreign body" was identified on a chest x-ray taken on (B)(6) 2010. The pt was taken to interventional radiology in an attempt to retrieve the retained catheter. The interventional attempt was unsuccessful as the retained piece was located in the distal pulmonary artery. Upon further review, the actual catheter and not the guidewire was believed to have shredded.